Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted that the female connector was separated from the main body. The insert/chip was present on the female connector. There was evidence of solvent inside the barrel of the light blue main body component. The components being separated could cause difficulty in opening and closing the twist clamp. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. It was further described as "the dark blue tip where the minicap is twisted onto separated from the light blue piece and they could see inside the transfer set". This occurred after use of the device for manual peritoneal dialysis therapy, during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.